Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint could not be confirmed. During laboratory analysis, the product surveillance technician (pst) observed the level sensor to function properly throughout the evaluation. There were no physical anomalies observed during examination of the sensor, cable or on the connector. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress but not yet concluded. Per the perfusionist, the sensor was mounted on a flat area, not on a seam. There was no damage on the sensor or the cables and there were no communication issues.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the level sensor did not activate. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.